Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-53192.

Event description:
It was reported that the customer's sensor gave a reading of 72 mg/dl, causing her insulin pump to go into a low threshold suspend, while her blood glucose was 168 mg/dl. Calibration and sensor insertion techniques were discussed. Nothing further was reported.